Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 5440030, 510k # k102555 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: the flank of the first mas thread is deformed upward, consistent with misalignment of the implants during attempted construct assembly.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw would not tighten during insertion into the bone screw. The screw was removed and replaced. No patient complications were reported.